Event description:
Psi kits (cdc-29903-xcn1a) were noted to have a reddish-brown discoloration prior to use. There are three lot #'s (33f23l0915, 33f24a1555 & 33f24b0074) that have been discovered. Manufacturer notified. Products pulled from inventory.